Event description:
Healthcare professional reported approximately 4 months after pt was injected with two syringes of "juvederm voluma" and two syringes of "juvederm" "in the v1, v2, v3 areas and possibly under the eyes," the pt was seen by the injector and stated they had a teeth cleaning by their dentist a couple of weeks prior and "around the v4 area by the ear, the pt had nodules and hardening of the product". The injector referred the pt back to the dentist and stated that the pt could have possibly gotten an infection from the teeth cleaning. The pt returned to the dentist, who prescribed the pt a 12 day supply of antibiotics. The pt went back to see the injector following the antibiotics and "had nodules at the v4 area and under the eyes". The injector treated the pt twice with 100 units of vitrase. The area around the ear looks like the vitrase has dissolved the filler, but the area under the eyes is described as being "hard and encapsulating". The symptoms are getting better but have not resolved. This is the same event and the same pt reported under MDR ID # (B)(4) (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product. Juvederm ultra plus xc, also a device manufactured by allergan.

Event description:
Symptoms resolved approximately 8 months after injection with no additional treatment.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of nodules, hardening, infection, and "encapsulating" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting less than 7 days duration". Precautions: "as with all transcutaneous procedures, dermal filer implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed". Adverse events: "the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising". Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvederm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache". "Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvederm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess". "Additionally there have been reports of nodules, infection, and inflammation". "The onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid's, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month". "The onset of infection generally varied from immediate to 1 month post-injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs". The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days".